Manufacturer narrative:
(B)(4). Date sent: 12/9/2021. H6. Component code: sleeve (g04115). H6: investigation findings: stress problem identified (c0706).

Event description:
It was reported that during an unknown procedure, the surgeon stated the b12lt was broken . Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # v9409t. Investigation summary: the analysis results found that the b12lt device was received with the sleeve broken. In addition the duckbill and broken parts from the sleeve were returned inside of a plastic bag. No functional test was performed due the condition of the device. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance related to the reported complaint condition were identified. Additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo showed a bladeless trocar device inside of a plastic bag and can be seen disassembled, however, due to condition of the bag, the condition of the device could not be determined. Based on the photo review, the event described could not be confirmed, however no conclusion or root cause could be determined. Please see the device analysis above.